Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in to go into the system bios and set the cmos setting for the hdd to auto dection, and ide primary master to manual, then to save the settings and exit. System operates as intended.

Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.